Event description:
It was reported that a vns pt developed an infection on the left side of the neck and chest site. Further info provided by the medical professional revealed that picking by the pt was suspected but not confirmed since the pt is non-verbal. Moreover, cultures were taken and they revealed that the infection was mrsa. Antibiotics, vancomycin, bactroban, and bactrim were administered to the pt. At the moment, the relationship of the infection to vns therapy is unk. Good faith attempt to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.